Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Ppf and implant stickers received. In addition to what were previously alleged, ppf alleges psuedotumor and metal wear. Rpancho2.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  H10 additional narrative:  added b5, b7 and h6(device). Corrected: h6(patient). H6 patient code: no code available (3191) used to capture blood heavy metal increased, medical device removal and surgical intervention patient codes if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. This report is for an unknown hip femoral head/unknown lot. Part and lot number are unknown; UDI number is unknown. Initial reporter phone number listed as (B)(6). Initial reporter is an attorney. (B)(4).

Event description:
Pending product liability reports: pinnacle mom litigation records received. Litigation alleges injury, metallosis and elevated cobalt level. The procedure involved the left hip. The date of implant was (B)(6) 2005 and a date of revision was (B)(6) 2017.

Event description:
Pfs alleges pain, right deep vein thrombosis with pulmonary embolism, atrial fibrillation and sequelia. After review of medical records patient was revised to addressed irrigation and debridement., periprosthetic joint infection. Revision notes indicated removal of scar tissue around the cup, a gross purulence was observed within the joint space as well as medial to the obturator. Added medical history, demographic data of patient, product details of liner, head and stem. Also added cup and screw due to new allegation. Corrected patient's initial. Doi: (B)(6) 2005 dor: (B)(6) 2017 left hip.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees caused or contributed to the potential event described in this report. H10 additional narrative: UDI: (B)(4). No code available use for medical device removal.